Event description:
Water didn't flow through the valve even after flushing it. This is the complaint from this customer in the past year.

Manufacturer narrative:
Device has not been returned to manufacturer.